Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the lever/ footplate was stuck in the open position. The device was removed, and the suture from the same device was able to be successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the single pre-placed suture. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.